Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the spring mechanism at the rear, necessitating the installation of a new engine. A field service engineer retrieved a spare engine from storage to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 6mbw auxilliary mini triple wide 4.6 failure. The customer indicated that attempts to recover the system have been unsuccessful. During the recovery process, the system appears to attempt to eject, but the pocket remains stationary and cannot be manually extracted. This issue has resulted in the customer being unable to access medication, causing delays in dispensing. There were no adverse events or injuries reported based on this incident.